Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this implantable right atrial lead dislodged one day post implant. The pocket was reopened and the lead was revised. Shortly after the revision, loss of capture was observed. It was determined the lead had dislodged a second time. The lead was then explanted and replaced with another MFR's device. No adverse pt effects were reported. This report will be updated when analysis is complete.